Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a customer support specialist managed to remote in and confirmed the cabinet was working as intended. Later, the field service engineer also confirmed that the site had got the issue resolved. The system functioned as intended after the customer support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet was unavailable because the drawers were offline, and the user was unable to dispense any medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.